Event description:
Discordant psa result was obtained on a pt sample, generated on immulite 2000. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant psa result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicates that the cause of the discordant psa result was due to the reagent level sense error. The cause of the reagent level sense error is unk. The instrument is performing within specifications. No further evaluation of the device is required.